Manufacturer narrative:
The reported product has been returned and currently undergoing investigation. There was no report of death, serious injury, or mistreatment associated with this event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports "evidence of fire" from their abbott diabetes care device. The customer further detailed, "burning" from the device however, no further details were porvided. There was no report of visible fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. A visual inspection on a retuned sensor patch reveal; no burn marks or components damage were observed. The sensor was de-cased, and visual inspection of the printed circuit board assembly (pcba) revealed poor soldering on the battery. An extended investigation was conducted. The customer reported that the sensor felt hot to the touch. A visual inspection was performed using a digital microscope on the returned puck; no anomalies were observed. The returned sensor battery was measured to be 1.60v which is within specification of (1.48v ¿ 1.98v). An source meter unit (smu) test was performed to check the functionality of the returned puck and check the accuracy of the puck's readings. It was observed that the returned puck moved into state 4, (active paired), indicating that the puck moved to a normal operation mode and was fully functional. The returned puck an electrical current was measured to be within specification, indicating no accuracy issues were present in the puck. Additionally, a poise voltage test was performed and results that were within specification, indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A temperature test was performed and the temperature difference between the puck temperature and room temperature was observed to be within specification, indicating that the puck's thermistor was fully functional. Both the poise voltage test and temperature test were performed. A current consumption test was performed, and the returned puck exhibited off/on current measurements within specification. These results confirm that the sensor is not drawing excess current in either the activated or inactivated state. The results of the smu, poise voltage, temperature, and current consumption test show that the sensor is functioning as intended. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. Since no evidence of product malfunction was found during the investigation, this issue is not confirmed. The device history records (dhrs) for the product was reviewed and the DHR indicates the product meets per its specification prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted. Section h4 (device mfg date) was updated based on the returned product download.

Event description:
A customer reports "evidence of fire" from their abbott diabetes care device. The customer further detailed, "burning" from the device however, no further details were porvided. There was no report of visible fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.